Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. It was reported that the patient has been able to give themselves 5 boluses within the day when their max per day is only supposed to be 4. Per the company representative the patient started noticing this when they received a new ptm back in (B)(6) 2017. The ptm (personal therapy manager) parameters were as follows: max: 4, loi (lockout interval): 6 hrs, and dri (dose restriction interval) : 4 x 24 hrs. The company representative pulled up the logs and it was recommended to pull up the ptm (personal therapy manager) technical report as well. The reporter was able to pull up the technical report but it only showed todays date and the reporter confirmed that the patient had a refill yesterday, (B)(6) 2017 which explained why there was only today¿s date on the technical report. The company representative stated that according to the logs she was seeing only ¿88¿s¿ which indicated that the patient had been getting their boluses. No patient symptoms and further complications were reported.